Manufacturer narrative:
Initial reporter city, province and zip code: (B)(6). (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2021. During the procedure, the stent was fully deployed; however, during removal of the delivery system, the stent got caught on the delivery system and was moved from the correct position into the stomach. The stent was removed using a snare and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.